Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s caregiver administered two manual announcements to reduce glucose reported at 420 mg/dl, one with a meal and one without, and was counseled that this practice is not recommended due to risk of maladaptive glycemic responses. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included customer care agent troubleshooting and education delivered to the caregiver regarding proper use of meal announcements and avoidance of corrective use outside intended operation. Investigation included case review and user education to address use-related error. Investigation of this case revealed a use error related to therapy management rather than a device malfunction, with no device component performance concerns identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to off-label use of announcements and insufficient understanding of device operation.